Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: did the trigger advance and no staples deployed (would not staple)? Yes but 1 staple was deployed and after the device wouldn¿t staple. Did the device lock out or jam with no staples deployed (would not fire)? No.

Event description:
It was reported that during an unknown procedure, the clamp properly worked only once and then it didn't staple any longer. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Additional information: the analysis results showed that the tx30v device arrived in good visual condition and with a reload present. The reload was received fully fired. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.